Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation. Xray showed that the lead was twisted due to flipping of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced to allow for MRI capability and to avoid flipping of the ipg in pocket. The lead was intact and the lead tails were untwisted. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: 365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 19720485.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: 365sc8352700. Model: sc-8352-70. Serial: (B)(6). Batch: 19720485. External visual inspection of the returned ipg was performed and found no anomalies.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation. Xray showed that the lead was twisted due to flipping of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was replaced to allow for MRI capability and to avoid flipping of the ipg in pocket. The lead was intact and the lead tails were untwisted. The patient was doing well post-operatively.